Event description:
Rec'd info from an implanting physician complaining about the stimloc system. Feels the "pacman" disc will not click/lock into place. He usually needs to go in again with a acorn drill to remove more bone. Physician is going to try a different drill next time and see if this helps. The sliding window inside the pacman can sometimes be difficult to close and lock. Physician also feels the screwdriver provided in the kit is softer and less durable.

Manufacturer narrative:
(B)(4).